Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of out of service was confirmed as an f-38 failure. The root cause of the reported condition was due a right force sensing resistor (fsr) being out of specification. To correct the issue the fsr was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump was out of service. There was no patient involvement. Additional information was requested and is not available.